Event description:
It was reported by the patient that post implant of a realize gastric band, the port was replaced on (B)(6) 2010, stating the port was "faulty". According the patient, the surgeon was unable to be penetrated with needle. Palpitation, and an additional five unsuccessful attempts with the needle to do fill and x-rays were done to located and access the port. The patient reports having difficulty with post operative pain management and stayed in the hospital for pain management.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.